Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti (interpreted as urinary tract infection)/infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue,"), skin disorder ("hormonal changes/hormonal changes describe: skin problems"), migraine ("migraines / headaches") and rash ("rashes or skin conditions type: rash on face") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus ("lupus"), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/still a lot of pain with menstrual cycles. Getting worse"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea") and bacterial infection ("bacterial infection") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, systemic lupus erythematosus, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, dysuria, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, gastrointestinal disorder, tooth disorder, skin disorder, headache, nausea, weight decreased, migraine, rash, weight increased and bacterial infection outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, nausea, pelvic pain, perforation, psychological trauma, rash, skin disorder, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for bladder problems, urinary problems, bladder infection, uti (interpreted as urinary tract infection), vaginal infection, vaginal discharge. Date(s) of insertion: (B)(6) 2013 (discrepancy noted), (B)(6) 2019 )per mr) current weight 180 lbs. Left cornua and right cornua, number of proximal coils: 3 on left cornua and .2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstrual cycle. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti (interpreted as urinary tract infection)/infection (bladder/ urinary tract/vaginal) type: uti"), fatigue ("fatigue,"), skin disorder ("hormonal changes/hormonal changes describe: skin problems"), migraine ("migraines / headaches") and rash ("rashes or skin conditions type: rash on face") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed (interpreted as general abnormal bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/still a lot of pain with menstrual cycles. Getting worse"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea") and bacterial infection ("bacterial infection") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, systemic lupus erythematosus, genital haemorrhage, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, dysuria, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, gastrointestinal disorder, tooth disorder, skin disorder, headache, nausea, weight decreased, migraine, rash, weight increased and bacterial infection outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial infection, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, migraine, nausea, pelvic pain, perforation, psychological trauma, rash, skin disorder, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for bladder problems, urinary problems, bladder infection, uti (interpreted as urinary tract infection), vaginal infection, vaginal discharge. Date(s) of insertion: (B)(6) 2013 (discrepancy noted), (B)(6) 2019 )per mr). Current weight 180 lbs. Left cornua and right cornua, number of proximal coils: 3 on left cornua and .2 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. New events: migraine, rash on face, weight gain, bacterial infection were added. Medical significant criteria for event genital hemorrhage was removed. Outcome of the event dysmenorrhea was updated to not recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash / skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), dysuria ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti (interpreted as urinary tract infection)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches,") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, systemic lupus erythematosus, dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, dermatitis allergic, psychological trauma, bladder disorder, dysuria, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, nausea, pelvic pain, perforation, psychological trauma, systemic lupus erythematosus, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for bladder problems, urinary problems, bladder infection, uti (interpreted as urinary tract infection), vaginal infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Event injury was deleted. Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic / abdominal, back pain, gen. Abnorm. Bleed (interpreted as general abnormal bleeding), rash/skin condition, autoimmune diagnosed: lupus, psych injury, perforation: other, bladder problems, urinary problems, bladder infection, uti (interpreted as urinary tract infection), vaginal infection, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, weight loss, did not undergo confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.